Event description:
It was reported that the patient experienced an infection of the pump and cylinders with an inflatable penile prosthesis (ipp). The ipp cylinders and pump were explanted and a new 20cm x 12mm spectra penile prosthesis was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.